Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection according to the reporter: air bubbles were discovered during a leak test and the surgeon attempted to control the air leak by over-sewing the bowel. He did this on 8 separate areas but the leak was not able to be controlled. The staple line did not appear to be complete. The surgeon then decided to divert the patient. A temporary colostomy was performed on the patient. There was an extension of surgical time by more than 30 minutes. There was no unanticipated tissue loss. There was no blood loss. There was no blood loss of 500cc or more. There was no reinforcement material used.